Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the endoscope system controller (esc) and common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci assisted surgical procedure, there was double vision in the left eye while the right eye appeared normal. This occurred after the distal end of the scope was cleaned. The endoscope was reseated without improvement, and technical support guided the staff through a mid-procedure restart that resolved the double vision symptom. It was also stated that this issue had been ongoing and the system had been used without the blue fiber cable wall integration. Later, staff called back after the system faulted again following activation of an energy instrument and they were prompted to restart. The customer had already restarted before calling, and the system powered back on with double vision now in the right eye. A second power cycle was performed and the system then started normally, but it faulted again shortly afterward with an endoscope controller printed circuit assembly (pca) (escp) error. Additional restarts were performed; each time the system initially powered up normally, but the same escp error recurred within minutes. Review of logs had indicated multiple communication errors associated with the escp, and the customer planned to switch to another tower to continue. The customer reported event has no report of patient injury.